Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to right cylinder fell out of corpora and is in scrotum. Dr kramer removed and replaced the pump and cylinders.